Event description:
It was reported that after the 3.0x18 mm vision stent delivery system was removed from the dispenser coil, it was observed that the stent implant was not on the balloon. Further investigation found the stent implant inside the protective sheath. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent delivery system (sds) was returned with blood on the shaft, stent implant and balloon and contrast on the shaft. The stent implant had dislodged from the tightly-folded balloon and was returned on the stylet and in the protective sheath. These observations are consistent with the reported information and handling to prepare for use. There were crimp marks on the balloon between the markers, and the measured outer diameters (od) of the returned, dislodged stent met manufacturing criteria. These observations suggest that the stent implant was crimped securely and properly during manufacturing. There was a bend in the stent implant between the sixth and seventh row of proximal stent struts, which was not reported. Once the stent has been dislodged from the balloon, further handling would likely lead to the observed stent bend. There was no damage noted to the stylet or protective sheath. The inner diameter (ID) of the returned protective sheath was measured and met manufacturing criteria. There appears to be sufficient clearance between the measured crimped stent od and measure protective sheath ID. Based on the analysis of the returned product, there is no indication of a product quality deficiency. It is possible that user technique or inadvertent user mishandling during removal of the protective sheath (such as gripping the protective sheath too hard and therefore the crimped stent as well) contributed to the reported stent dislodgement prior to use; however, this cannot be confirmed. A conclusive cause cannot be determined for the reported stent dislodgement. A review of the lot history record of the reported lot revealed no nonconforming material records, indicating all lot release testing results met specification. Additionally, a complaint database revealed no other incidents reported for the reported lot. During manufacturing, all stent delivery systems are 100% inspected for balloon and crimped stent damage as well as proper crimped stent outer diameters. Additionally, a sampling of units is destructively tested to verify crimped stent outer diameters and stent dislodgement force.